Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the integrated electrosurgical unit (iesu) is not working and had errors. The customer is proceeding with the procedure using a third-party valley lab generator. The technical support engineer (tse) confirmed multiple 25913 errors (m-02) in the system logs. The tse advised the customer to continue using the valley lab generator and the local field service engineer (fse) would be dispatched for additional troubleshooting as required. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for failure analysis and the error m-02-3 was confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.